Event description:
It was reported that a vns pt could not tolerate vns therapy as she felt like it was shocking her during stimulation. The device was programmed off, and surgery to explant vns device is likely. An additional report was received that the pt did not experience efficacy with vns therapy.